Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
On (B)(6) 2021 getinge became aware of an issue with surgical light ¿ hanaulux. Photographic evidence provided for this case revealed that labelling on the device was peeling off. No information about patient outcome was provided, however we decided to report this case in abundance of caution as any particles falling into sterile field might led to contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. There is no information if upon the event occurrence, the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Manufacturer performed the analysis of the information available and the most probably root cause was concluded. As it was stated, the label peeling off is probably due to inappropriate cleaning method or products. We believe that all remaining devices are performing correctly in the market.

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of our light ¿ hanaulux. Photographic evidence provided on this case revealed that labeling on the device was peeling off. No information about patient involvement was provided, however we decided to report this case in abundance of caution as any parts falling into sterile field might led to contamination.